Event description:
It was reported that the patient had lost a lot of weight and is now having pain/discomfort at the implantable pulse generator (ipg) pocket site. The patient underwent a surgical procedure to relocate the ipg. There was no report of patient harm or injury.

Manufacturer narrative:
Mml ref#: (B)(4). B2- other: pain/discomfort correction: the physician repositioned the ipg by going deeper at the same incision site. There was no change in location. Following the ipg repositioning, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient). The device history record was reviewed. No relevant issues were found.

Manufacturer narrative:
Mml ref#: (B)(4). B2- other: pain/discomfort.

Event description:
It was reported that the patient had lost a lot of weight and is now having pain/discomfort at the implantable pulse generator (ipg) pocket site. The patient underwent a surgical procedure to relocate the ipg. There was no report of patient harm or injury.